Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing noise from a left ventricular assist device (lvad). No changes was made and there was no consequences to the patient.